Event description:
The company was notified that a multiple disable child was not responsive to sound after infection. It was reported that the pt's infection was treated (antibiotics type unk) and has healed. The pt was seen by an audiologist for troubleshooting. The company was informed that after programming adjustments have been made the pt became responsive to sound and was able to use his implant. Advanced bionics is currently in the process of gathering add'l info. When new info will be received, a follow up report will be sent.